Event description:
Reporter noted a "surge" occurred in two sequential cases, causing posterior capsule tears. Third case was then canceled. This pt required anterior vitrectomy and iol placement in ciliary sulcus.